Event description:
Post-surgical infection [infection nos]. Case description: serious spontaneous report, a physician reported that a pt developed an infection at the surgical site six days after surgery. Gelfoam powder was used in the surgery to help protect the nerve root. The l3-l4 lumbar laminectomy was performed in 2000. The surgery went well without complications. The pt was discharged the next day. Medication included only ms contin as needed for pain. 6 days after surgery, the pt developed increased pain and swelling at the surgical site accompanied by a fever (not quantified). Erythrocyte sedimentation rate (sedrate) was measured to be 64 mm/hr (normal <20 mm/hr). According to the physician, this indicated a possible infection, something unusual only six days after surgery. An MRI was performed 10 days after surgery which confimred a localized infection at the surgical site. Ancef (dose and frequency unknown) was taken for approximately four days, but did not seem to help. 14 days post surgery the pt underwent a second surgery to remove the gelfoam. The gelfoam was removed intact and there were no complications. The pt was discharged that same day with home-IV antibiotics (names not mentioned). The pt is currently recovering at home. The surgery dept, nor the pharmacy were able to provide a sample or lot number for this product. Followup was received from the reporting physician 15 days following 2nd surgery. The pt's sedrate decreased to 15 within two weeks of gelfoam removal. As of 3 days ago, the culture and sensitivity of tissue did not yield any growth. Ancef IV home therapy (dose not given) for two weeks was anticipated per consult from infectious disease. The physician questioned if the gelfoam he used was involved in the recall. No further outcome reported.